Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly; the device turned on and off on its own throughout the past four battery changes. The patient's blood glucose at the time of incident was 67 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. The customer did not have a new battery to test inside of the insulin pump. However, she mentioned that there was moisture under the lcd screen. The cause of the moisture is unknown. The insulin pump will be returned for analysis.